Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Correction to g2 and h10: addition of uf/importer report number to other report source.

Manufacturer narrative:
B3: day of event is unknown; month and year are known. H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Per medwatch # (B)(4), it was reported that the IV catheter was removed from packaging to insert new peripheral IV in patient, and they noticed that the plastic piece used to push/thread catheter was missing/broken off. Equipment immediately removed from patient bedside and new IV catheter obtained for insertion. There was patient involvement and unknown patient harm/adverse event reported.